Event description:
A customer reported the unit of measure setting of their freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.